Event description:
It was reported that the user experienced increased frequency of low glucose readings after updating her weight in the ilet three days prior, and she was advised to contact her healthcare provider regarding the weight loss and hypoglycemia concerns. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included no hospitalization and self-management with oral carbohydrates. Investigation included complaint handling, user education, and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-reported hypoglycemia with unclear cause and that the device operated as expected based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.